Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable was not charging the pump battery. Customer changed the cable to resolve the issue. There was no reported adverse impact to customer's blood glucose.

Manufacturer narrative:
This report was inadvertently submitted. Reported information was submitted under com (B)(4) - mfg report # 3013756811-2020-61346.